Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 425cc mentor memorygel breast implant prostheses and experienced postoperative left-sided rupture and right-sided capsular contracture (grade unknown). The patient stated that her left breast spontaneously looked dropped and her right breast felt firmer about a year ago. The patient consulted with a doctor¿s office, and was informed that she could possibly be experiencing right-sided capsular contracture. For the firmness of her right beast, the patient was suggested by the doctor¿s office to take unspecified medications which softened the firmness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).